Manufacturer narrative:
Philips asp discovered that the power management (pm) printed circuit board assembly (pcba) was defective and required a replacement. Th philips asp replaced the pm pcba and confirmed the reported issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a cooling fan error. It was reported there was no patient involvement at the time the issue was discovered. While the field service engineer (fse) was onsite servicing device for separate issue and after completing the repair, the fse ran tests in which the error, "cooling fan speed error", occurred. Repair is currently pending. Investigation is ongoing.